Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and inner insulation was breached - metal ion oxide. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, all insulators has cosmetic issues from metal ion oxide, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched. (B)(4) the full lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, all insulators has cosmetic issues from metal ion oxide, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
It was reported that the patients pacing 4024 lead had caused a "ventricular lead warning" as a result of low impedance (<200 ohms). It was also reported that pacing thresholds looked stable. It was further reported that there was low impedance, high threshold, and impending lead fracture on the right ventricular lead. The lead was explanted and replaced. The atrial lead was replaced due to medical judgement. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.